Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported insulation damage was confirmed on the returned unit. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes. Misuse. After performing the visual inspection on the returned unit, impact wear marks, tearing and melting of the insulation was observed. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.